Event description:
It was reported that during a femoral approach of a percutaneous transluminal angioplasty procedure, the user removed the 0.035" guidewire & wanted to insert an 0.018" & an 0.020" guide wire. Both were not possible, as each guidewire got stuck in the hub of the catheter and kinked. No pt injury or further complications reported.